Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4). Investigation summary: the device was received and evaluated at the service center. The reported complaint that the scope has a scratched lens was confirmed. Also the following defects were found during evaluation : - outer tube damaged, distal tip distal tip damaged shaver damage to distal tip holes in distal tip fiber fibers sunken in. - illumination distal tip fiber damaged. - optical system, optical components broken lenses in optic system. The device was diagnosed and repaired using spare parts and was tested and found to be working according to specifications. The damage to the distal tip is due to contact with a cutting instrument during a surgical procedure as identified during evaluation. The damage to the outer tube and the broken lenses are most likely a result of user mishandling of the device. The defective components would have caused the device to display a poor image. There are no indications from this complaint investigation that the failures are manufacturing-related, therefore a manufacturing record evaluation is not required. At this point in time, no corrective action is required, and no further action is warranted. Depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Event description:
It was reported by the sales rep that the endoscope device had a scratched lens. During in-house engineering evaluation, it was determined that there were broken lenses in the optic system on the device. No additional information was provided.